Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse tried to test the unit by running it for around 2 hours, and it worked fine the unit did not alarm. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse tried to test the unit by running it for around 2 hours, and it worked fine the unit did not alarm. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. There was no patient involvement, and no adverse event reported.

Event description:
N/a.